Event description:
It was reported that during central processing, the conductor wire insulation on the fenestrated bipolar forceps instrument was torn. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. After the completion of the last procedure, the instrument was inspected and no damage was noted. The conductor wire insulation damage was identified after reprocessing. The instrument was not inspected for damage prior to reprocessing. The internal/core wire of the conductor wire was not exposed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. Root cause of this failure is attributed to a component failure. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used for a procedure on 01-feb-2022 via system serial# (B)(4). The instrument has 7 remaining usable lives with no subsequent use recorded. A review of the site's system logs for the reported procedure date could not be performed via system logs because issue occurred during central processing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.